Manufacturer narrative:
The insulin pump was received motor error alarms during bolus delivery and received compromised force sensor system alarms during prime test due to motor excessive axial play. The insulin pump was cracked on reservoir tube and lip and scratched on display window and missing end cap sticker noted during testing.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and motor error alarm. The customer reported that the reservoir would not position in the reservoir compartment correctly. The customer's blood glucose was 100 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.